Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a gradual change in therapy/symptoms. Patient turned their ins off for a long time as they didn't need it. While therapy was off, the patient began urinating a lot in april 2017 so they turned it back on and it worked wonderfully. The patient had a symptom return and "got to wetting all the time." The patient tried using their patient programmer (pp) to increase stimulation, but could not (information is captured in another product event). During the call, they used the pp to sync to the ins which showed stimulation was off so it was turned on. The patient had the ability to adjust stimulation/change programs and increased stimulation from 1.2v to 1.5v where they felt it comfortably. No further patient complications have been reported as a result of this event.